Event description:
It was reported that the patient presented in clinic due to chest pain. A cardiac scan revealed perforation and blood in the pericardium. The lead was explanted on (B)(6) 2014 and the patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.